Event description:
Received phone call requesting instrumentation for a revision surgery. Previous surgery had successfully fused at l5/s1 but patient was now symptomatic at l4/l5. Rep noted that the s1 screw was fractured based on imaging but was not the reason for the revision surgery. Patient was fused at the l5/s1 level but clinical need exists to extend up to l4/l5 unrelated to the broken screw. Surgeon noted that the implant would've been left alone if not for need to extend up level due to pain at an adjacent level. Revision surgery was completed without issue.